Event description:
The patient reported they were hospitalized in the intensive care unit at (B)(6) in (B)(6) with diabetic ketoacidosis (dka). The patient does not recall the specific blood glucose (bg) levels. Emergency services was called and the patient was transported to the hospital via ambulance. The paramedics removed the pod while the patient was in the ambulance. When the pod was removed, the cannula was noted to appear bent. Symptoms reported include fatigue, headache, vomiting and loss of consciousness. The patient was unable to keep water down and vomited it out. Blood tests were performed and received infusions for treatment at the hospital. The patient was discharged after 4-6 days.

Manufacturer narrative:
Additional information provided by patient on (B)(6) 2025. Update to section b5 - describe event or problem. Update to section d4 - lot # d4 - serial # d4 - expiration date. Update to section h4 - device mfg date. Additional codes added to h6 - adverse event problem health effect - clinical code. Update to h6 - adverse event problem health effect - impact code.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported that the patient had been hospitalized at (B)(6) with diabetic ketoacidosis (dka) (specific blood glucose levels not provided). The patient's father was unable to provide any further information regarding the incident. The only information provided by the patient was the pod had malfunctioned. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.